Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion at the cuff and atrophy. The aus was explanted. There were no device issues or additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion at the cuff and atrophy. The aus was explanted and replaced. There were no device issues or additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event or problem.